Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. On (B)(6) 2020 the patient reported that his pump quit working 8-9 months ago because the pump ran out of medication. He stated that he was in the hospital for unrelated medical reasons and couldn't get out to have it refilled. He stated that he was then told by his hcp (healthcare professional) that he could not refill it with medication because the pump had been dry and was contaminated. Per his hcp, without any fluid for that duration of time the pump gets contaminated. He stated that before, when they first wouldn't fill the pump, it was only dry for one week. The pump was working when he went into the hospital, but it ran dry because the refill was missed, and no one would come and fill the pump. Per the patient the pump had been alarming for a ¿few months, maybe 2-3 months¿. It was a dual-toned alarm. The patient also reported that the pump was sticking out and causing him pain now. He had lost a lot of weight, but had gained most of his weight back now, but still it was hurting him. He stated this began 1-1.5 years ago. His whole back hurt from this and he would just like the pump removed; however, no one could take it out. He was wondering who could take it out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that due to insurance issues the pump remained implanted.